Event description:
Customer reported an advantage system blood glucose result of 548 mg/dl, and a professional system result of 180 mg/dl within 10 minutes. Customer reported was treated for hyperglycemia and released. A request was made for the return of the system, replacement was sent.